Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and bolus was not recorded in daily history. Blood glucose level at the time of the incident was 503 mg/dl which was treated with syringe and current blood glucose was 527 mg/dl. Customer stated that bolus was not recorded in daily history but after assisting customer with delivering bolus, bolus was recorded. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.